Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal segment of the lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pace/sense impedances. The lead was cut, capped, and replaced. During the replacement procedure, it was noted that the lead insulation was twisted. No patient complications have been reported as a result of this event.